Manufacturer narrative:
The bench service engineer (se) confirmed the reported issue. Replaced the primary alarm speaker, and the issue cleared. During servicing, the se found the front bezel damaged on the top corner. The se replaced the front bezel and carried out performance assurance tests.

Manufacturer narrative:
The removed speaker assembly was returned to the failure investigation lab (fi). A visual inspection of the speaker assembly revealed no evidence of damage or contamination. The fi technician installed the speaker assembly into a fi ventilator to attempt to duplicate the reported issue. The speaker assembly was tested, and the customer complaint was verified. It was determined that the voice coil open in the speaker created the primary alarm failure 1102 error code.

Manufacturer narrative:
Date of report: 16aug2021. (B)(6). There was no patient involvement.

Event description:
The customer reported that the v60 has error high priority alarm - primary alarm failure. The customer reported that the unit was not in use on patient. The issue was found during set up before patient use. No delay in therapy reported. The customer contacted product support and unit will be sent to the bench for repair. Parts needed: speaker assembly (base assembly) and pcba, cpu (software 2.30). Further information is pending.